Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it retained by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred for about a month the date the manufacturer became aware of the event.